Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed cracked and leaking battery compartment, dim display, and misaligned piezo pins. This report is made based on the results of an investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(6) 2013 with the following findings: there is a crack from the top of battery compartment to the pump case seal. "Battery compartment and pump case" leaks were found during testing. Moisture corrosion is visible only in "battery compartment ". Pump cover is removed to inspect internal components, moisture is visible in the pump main compartment. Unrelated to the complaint, the pump booted up with vibration, but no sound. Testing confirmed the piezo pins were misaligned and not making contact with printed circuit board. Adjusting the pins and retesting for sound, the sound is turned back on and works as usual. Dim pink display screen is found. Open the pump cover to take away a bad display screen to complete a test with a new good display screen. The good display screen is showing a strong contrast and clear text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.